Event description:
The patient was hospitalized for dka and a blood glucose reading of above 800 mg/dl on (B)(6) 2011. Her blood glucose reportedly began to elevate in the high 200 mg/dl in the middle of the night on (B)(6) 2011 to (B)(6) 2011. When she awoke on (B)(6) 2011, her blood glucose was reach the 300s mg/dl and continued to rise. She was not feeling well and had symptoms of shortness of breath, nauseous, and lightheaded. She reportedly took 5 units of insulin at time of concern and went to the hospital. The patient had placed on an insulin drip for dka after they removed her from insulin pump therapy. Around noontime on (B)(6) 2011, her blood glucose read at 90 mg/dl. Assessments of contributing factors to the patient hyperglycemia revealed she started taking new medication for blood pressure and kidneys and has been dealing with more stress. In addition, the patient's basal rate was increased in (B)(6) 2011. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged elevated blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The cartridge and infusion set was changed on (B)(6) 2011 at 9 pm. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. There was no change in the patient's activity. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient managed her diabetes with the animas insulin pump and subsequently was treated for dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.